Event description:
It was reported that this right ventricular (rv) lead has exhibited variable, out-of-range shock impedance measurements (>200 ohms). The patient was evaluated in-clinic, where artifacts were reproducible in the shock channel with arm movements. Boston scientific technical services (ts) was contacted and recommended performing commanded shock testing to evaluate the rv lead integrity. The physician has scheduled a follow-up appointment to perform shock testing, but this has not yet occurred. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this right ventricular (rv) lead has exhibited variable, out-of-range shock impedance measurements (greater than 200 ohms). The patient was evaluated in-clinic, where artifacts were reproducible in the shock channel with arm movements. Boston scientific technical services (ts) was contacted and recommended performing commanded shock testing to evaluate the rv lead integrity. The physician has scheduled a follow-up appointment to perform shock testing, but this has not yet occurred. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported. Recently, the patient was evaluated in-clinic, where the impedance was noted to have returned to normal after reprogramming the device to a single-coil configuration for this lead. Commanded shock testing was performed, which showed suitable detection with a delivered shock impedance of 77 ohms. Additionally, there was no evidence of noisy signals nor changes in impedance during provocative manipulations. The physician is continuing with remote monitoring and no additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead has exhibited variable, out-of-range shock impedance measurements (greater than 200 ohms). The patient was evaluated in-clinic, where artifacts were reproducible in the shock channel with arm movements. Boston scientific technical services (ts) was contacted and recommended performing commanded shock testing to evaluate the rv lead integrity. The physician has scheduled a follow-up appointment to perform shock testing, but this has not yet occurred. Recently, the patient was evaluated in-clinic, where the impedance was noted to have returned to normal after reprogramming the device to a single-coil configuration for this lead. Commanded shock testing was performed, which showed suitable detection with a delivered shock impedance of 77 ohms. Additionally, there was no evidence of noisy signals nor changes in impedance during provocative manipulations. The physician is continuing with remote monitoring and no additional adverse patient effects were reported. This rv lead remains implanted and in-service.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide correct information in section b5 (event description).